Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication, livanova learned that pumping flow problem did affect the patient circuit. According to information provided by customer, an error message appeared on patient side and was caused by water re-circulation failure in patient circuits one (1) and two (2). After switching off and rebooting the unit, error message was still displayed. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: error message associated to stirrer motor was displayed on patient side. In order to fix the issue patient bridge, including stirrer motor and patient pumps, was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that during setup a heater-cooler system 3t displayed an error message associated to the stirrer motor and water was not circulating. There was no patient involvement.